Event description:
During preventative maintenance of the device, the technician attempted to remove the left-hand tube clamp mechanism screw from the roller pump, and found excess dry cardioplegia solution on the screw preventing its removal. The attempt to remove the screw resulted in damage to the device. Since the event took place during preventative maintenance of the device, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.